Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2025-25839.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
It was reported via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that a patient experienced an atrial fibrillation with a rapid ventricular response during impella cp support. A 150mg amiodarone bolus was given to the patient in response to the condition. The event was initially deemed possibly related to the impella device.